Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative error code e-262 occurred. There was no harm or injury reported. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet been returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information that the trilogy evo ventilator was returned to the manufacturer, and evaluation was completed with the following findings: evaluation confirmed by operational check that the reported device issue was duplicated and record of an error code e-262 indicating a ventilator inoperative condition of the data in the electronically erasable programable read-only memory (eeprom) was corrupt on the system/central processing unit. The system printed circuit board assembly was replaced to address the issue and the issue was confirmed to be resolved. The device passed final testing and confirmed to operate properly.